Event description:
During a programming session, high impedances were observed. The physician decided to explant the implant. The patient was re-implanted with a new advanced bionics spinal cord stimulator.